Event description:
Customer reported that the insulin pump's display was blank. Customer reported that the insulin pump may have recently been exposed to moisture. Customer also stated that the insulin pump returned a battery out limit. Blood glucose level was 197 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.